Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a male patient was taken for intervention in the distal right coronary artery (rca) with a 95% blockage. The physician decided to implant a 2.5 x 18 mm xience v; however, during the deployment, a dissection occurred at the proximal end of the stent. In order to cover up the dissection, a 3.0 x 13 mm zeta was implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection is a known possible outcome of coronary stenting procedures, and is listed in the IFU as a potential adverse event. Also, the IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." There was no note of any difficulties experienced during the procedure which could have contributed to the dissection. Although a cause for the dissection and the relationship to the sds, cannot be determined, there are no indications of a product deficiency which could have contributed to the outcome of the procedure.